Manufacturer narrative:
Notification was received that a saiph revision right knee was planned for (B)(6) 2019. No device investigation is possible as the explant has been disposed of by the facility, however a review of the device history record relating to the manufacture of part number 193-032, lot 216249 was performed which confirmed that no non conforming product was released. Additional information was provided on (B)(6) 2019 which stated that the revision had been successfully completed but a competitors revision knee system had been implanted.

Event description:
A notification was received stating that a right saiph knee revision case was scheduled for monday (B)(6) 2019. (B)(4).